Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: procedure date unknown: surgeon was inserting a screw into a va lcp 2-column plate and the screw went through the hole and deep into the bone. A total of two screws went through the plate. Surgeon had to remove the entire plate to remove the screws. Surgeon selected another plate, va lcp 2-column, and completed the procedure. A revision surgery was performed: after the fracture healed the plate was removed on an unknown date. This is 2 of 3 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.